Manufacturer narrative:
Technician found the bed "down" storage. No patient impact reported. Found the head up function was not working. Function did not work manually or under power. Battery led was on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.

Event description:
Information received alleged that the head up function was not working.